Event description:
Per the clinic, the device was explantd on (B)(6) 2015, due to electrode migration.the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The report is filed (B)(6) 2015.